Manufacturer narrative:
Reported event of needle perforated catheter sheath. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound (ebus) transbronchial aspiration needle (tban) was used to biopsy the lower paratracheal lymph nodes during an ebus procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle punctured through the catheter sheath of the device. The device was replaced with another of the same and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One expect pulmonary needle was received for analysis. A visual evaluation of the device noted that the sheath was puncture approximately 2 mm from the distal tip. A functional evaluation revealed that hen the handle was actuated, the needle extended through the punctured hole in the sheath. The needle was difficult to extend. With a careful attempt to extend the needle straight out of the sheath, the needle could successfully advance from the tip of the sheath. The needle was found to be bent at the distal end, approximately 0.8 cm from the tip. The tip of the needle was sharp and point without any damage. The needle could fully retract into the sheath. The complaint was confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound (ebus) transbronchial aspiration needle (tban) was used to biopsy the lower paratracheal lymph nodes during an ebus procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle punctured through the catheter sheath of the device. The device was replaced with another of the same and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.